Event description:
It was reported that the user experienced a connect cgm alert and signal loss while using the ilet bionic pancreas with a dexcom g6, during which the agent guided the user to toggle between dexcom g6 and g7 modes, reenter sensor codes, and start a new sensor; the ilet was searching for the transmitter at the conclusion of the call. Symptoms included no cgm data available for dosing decisions. Outcomes included temporary interruption of automated insulin dosing. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that cgm pairing and sensor initialization steps were performed and the system was awaiting transmitter connection. It was concluded that the event was related to cgm connectivity and sensor setup, with recovery expected upon successful transmitter pairing and data acquisition.